Manufacturer narrative:
H10/11: device corrected in summary from v200 to v1000. In a good faith effort (gfe) response from the authorized service provider (asp), it was provided that no problem had been found with the customer oxygen supply, or the v1000 device. No parts required or were replaced. The asp stated that the customer did not provide the patient information from the time of the event. It is concluded that no problem was found during the onsite service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v200 ventilator indicating that the tidal volume was low. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The customer stated that the device prompted that the tidal volume was low. The customer checked their oxygen (o2) supply and mask and found no problems. An onsite inspection of the device was requested. This investigation is ongoing.

Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).